Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user fell hitting her head. Affected channels were seen and the hearing performance with the device was affected. The user was re-implanted.

Event description:
The user fell hitting her head directly over the implant area in (B)(6) 2021. Craniocerebral trauma was reported. Afterwards affected channels were seen and the hearing performance with the device was affected. The user was re-implanted.

Manufacturer narrative:
Conclusions: device investigation did not reveal any device defect or damage, which is supposed to have been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the received information and in situ measurements, the observed decrease of benefit was possibly related to an electrode migration out of cochlea caused by the reported trauma, though no information on the insertion depth of the electrode at explantation surgery has been received. This is a final report.